Event description:
Patient had a vascade 6-7 (B)(6) closure device placed for arteriotomy and venotomy closure. The patient developed a hematoma and subsequent pseudoaneurysm of right common femoral artery, which required thrombin injection. Patient arrived to unit from cath lab with sheaths already removed and hematoma at site. When asked about the site, the cath lab nurses stated "medical doctor is aware and said it was fine. That is how it looked when we took the sheaths out." After applying manual pressure, the groin was more soft, but continued to harden. Cardiology was paged and a pseudoaneurysm ultrasound was ordered. A 1.5 x 1.5cm pseudoaneurysm was confirmed and femostop was ordered. Patient had to get pseudoaneurysm thrombus injection in interventional radiology. Patient had a lot of pain in the right groin the past 24 hours. Subsequently, the patient was discharged home. Patient called twice and call was returned with a message left for a call back. Patient called again on 10/1 and stated he was allowed to bleed for thirteen hours and had multiple complaints about the femostop (said no one applied manual pressure despite documentation of same in notes). The patient was advised about investigating and getting back with him. Spoke with person in cath lab. Vascade closure devices deployed successfully. Hematoma on return to CABG. Spoke with md about this case and he stated patient had difficult time during last heart catheterization with manual pressure. Used vascade closure to avoid difficulty from last time. Patient with resolving hematoma, and parasthesia mild compression femoral nerve. Recommended heat, support stockings, activity, and repeat ultrasound. No concerns about nursing care. Device was not sequestered. No further identifying information is available about device.